Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up for a separate customer experience, it was reported this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) observed cloudy pd effluent during set up of ccpd treatment on approximately (B)(6) 2018. Subsequently on (B)(6) 2018, the patient¿s pd effluent was cultured which yielded growth of the organism staphylococcus epidermis and the patient was diagnosed with peritonitis. The patient. Was treated on an outpatient basis with the antibiotics vancomycin (unknown dose, route, frequency and duration) and levaquin (unknown dose, route, frequency and duration). Per the patient¿s pd nurse, the pt. Did experience a fluid leak (on (B)(6) 2018) during ccpd treatment. (See medwatch submission number 8030665-2018-00888) however, it was reported the patient was not using aseptic technique when performing pd treatment which was felt to be the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.